Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found indications of, two 10ml followed by one 20ml bolus test were performed prior to the pumps return to smiths medical. Visual inspection and delivery accuracy testing were performed. Visual inspection confirms the damaged lens. Service replaced the damage lens cover. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump average delivery error to be within the published specification of +/-6%. However, delivery accuracy testing on the pump found the pumps delivery to be slightly positive. The pump's expulsor will be replaced to bring the delivery into more nominal of a range. According to investigator when performing volumetric accuracy testing, as per legacy operator's manual, equipment needed 50 or 100 ml cadd medication cassette reservoir with attached cadd extension set with anti-siphon valve must be used when performing volumetric accuracy test. The root cause of the issue is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump failed accuracy by +7.80 percent and had damaged screen. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information: date of event.